Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(6). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Date of event unknown / not provided . Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported the tip of the screw fractured inside the implant. Doctor was able to remove the small piece so implant was not affected and is restorable. Product was discarded. No further impact to patient no medical history reported.

Manufacturer narrative:
One certainâ® gold-titeâ® hexed screw (iunihg) was not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the x-ray image provided, item # (iunihg), and associated IFU/rm files. Functional testing could not be performed because the products were not returned. Pre-existing condition noted on the per was moderate bone density - type ii. The reported device had been placed on tooth #13 (universal) for approximately 8 months. An x-ray image (attached as x-ray.jpg) shows the screw fractured fragment stuck inside of the implant. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction is confirmed through x-ray evaluation, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.